Event description:
Correction to g3 of the initial medwatch. The aware date should be on (B)(6) 2021.

Event description:
The customer reported after being notified by the state board of health, a cluster of six gastroenterology patients have been diagnosed with the same strain of carbapenemase-producing pseudomonas aeruginosa (cppa) during a six-month period. All six patients were found to have undergone procedures using the same evis exera iii gastrointestinal videoscope. Patient 1 of 6 is reported in case with patient identifier (B)(6). Patient 2 of 6 is reported in case with patient identifier (B)(6). Patient 3 of 6 is reported in case with patient identifier (B)(6). Patient 4 of 6 is reported in case with patient identifier (B)(6). Patient 5 of 6 is reported in case with patient identifier (B)(6). Patient 6 of 6 is reported in case with patient identifier (B)(6). In this patient case: 22 days after an upper gastrointestinal (gi) endoscopy/fluoroscopy using an evis exera iii gastrointestinal videoscope, the patient had urine culture results showing: pseudomonas aeruginosa, carbapenem resistant (carbapenemase producer). The patient required unspecified treatment due to the infection. The indication for the procedure was suspected post-surgical (whipple) anastomotic stenosis vs neoplastic obstruction. The procedure disclosed acute angulation without obstruction. No endo therapy was employed. The patients history was significant for pancreatic cancer, diabetes mellitus (dm), hypertension, cirrhosis of liver, hemochromatosis (hereditary), anemia, and poor oral intake. The patients current condition is reported as home. The customer verified there was no malfunction of the olympus scope during the procedure. The customer reports after becoming aware of these events, the scope was immediately quarantined. The suspect scope was cultured, and all cultures were negative for pseudomonas aeruginosa. The customer also reports the suspect scope was carefully examined with no abnormalities noted. No breaches were found from standard high-level disinfection processes.